Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the rear response button cable was cut. The root cause of the damaged cable cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's response buttons were not activating the monitor.